Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were not detected during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Although requested, customer declined to provide additional information.